Event description:
Stain patches seen on femoral component. This was noticed during surgery. This issue caused a 20-40 minute delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.